Manufacturer narrative:
Report was confirmed by evaluation. Device evaluation found that the exhaust hose was ruptured approx 30 inches from the motor swivel base. Pressure in the exhaust hose must have exceeded the burst strength of exhaust hose. Reason for high pressure is unk. The risks presented by rupture of the exhaust hose are: a loud noise that may startle the o.r. Staff; small fragments of the hose may detach and become airborne; lubricant may enter the pt wound site and/or the o.r. Area. The noise from the hose bursting may create a temporary hearing loss or a temporary ringing in the ears condition for the o.r. Staff. For the pt, the surgeon may inadvertently nick a nerve or vessel due to becoming startled by the noise of the hose bursting. There is product labeling related to this type of event. The legend pneumatic system IFU on page 3 warns "do not use legend system components if damage is apparent or if components do not run properly. The legend system must be inspected for damage prior to each use. Conduct a visual inspection of the motor's exhaust hose for cracks or tears". In addition, the legend pneumatic system IFU on page 4 instructs as follows: "non-sterile fluid may leak into the surgical site. As a result, measures may be required to protect the pt from infection, per physician's discretion." Also, the legend pneumatic system IFU on page 16 states "caution: do not run a legend motor at an operating pressure below or above the required operating pressure range. Operating pressure below 80psi (5.5 bar) may not provide proper lubrication to the motor. Operating pressure above 120psi (8.3 bar) may damage or reduce the life of the motor."

Event description:
During a lumbar fusion with instrumentation the exhaust hose ruptured near the sterile field. The system pressure was approx 160 psi. The bone graft intended for implantation in the pt was lying nearby on the sterile table and was blown off onto the floor. It was not immediately known if add'l bone was harvested. Add'l antibiotics were administered to the pt. Contaminated add'l instruments on the back table resulting in about a 25 min delay. Incident report will probably be created. There were no clips identified near the hose and no obstructions were identified.